Event description:
Boston scientific received information that during a routine follow up while performing left ventricular (lv) wireless thresholds testing, telemetry interference occurred resulting in pacing inhibition and 2-3 seconds of asystole. The patient felt lightheaded, however was fine. The test was completed using wanded telemetry. Other than the telemetry interference causing pacing inhibition, the device was functioning normally. No additional adverse patient effects occurred other than the patient's symptoms of feeling lightheaded.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.